Event description:
It was reported that a patient was having experiencing voice issues shortly after her initial implant surgery; however, it was later clarified that the patient was experiencing left vocal cord paralysis. The neurologist reported that the no medical intervention was taken for the patient's vocal cord paralysis. The physician believed that the vocal cord paralysis was mild and expected it to resolve on its own. No additional relevant information has been received to date.

Event description:
The nurse reported that the patient had been evaluated by the neurologist at two clinic visits after initial implant surgery. Vns stimulation was enabled at the first clinic visit. By the second clinic visit, the patient had improved slightly without medical intervention. The vocal cord paralysis diagnosis was not reported to the neurologist's office by visual observation from the surgeon, but instead based on the patient's severe hoarseness and minimal voice. The patient was seen at a third clinic visit. The patient's voice reportedly sounded much better than at previous clinic visits, so there was no need for medical or surgical intervention. Diagnostics were within the normal limits at the clinic visit. No additional relevant information has been received to date.